Event description:
The customer reported that uncommanded the system shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos printed circuit board and the usb connectors were all reseated. The voltages at the monitor were checked. The system was tested and found to be working as intended and put back into service.